Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that when the fms fluid management system inflow tubing (fms vue) device was connected, it was detected that the chamber of the hose continued to fill and then water began to fall. According to the report, it was evident that the chamber in the upper part was ruptured; and therefore, did not fulfill its function. Another like device was used to complete procedure with a surgical delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during a shoulder arthroscopy, when the fms fluid management system inflow tubing (fms vue) was connected, it was detected that the chamber of the hose continued to fill and then water began to fall, it was evident that the chamber in the upper part was ruptured and therefore not fulfill its function. Another inflow tube was opened to complete procedure with a surgical delay of 10 minutes. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the tubing was observed for any gross visual defects that may cause a leak; also, there was a crack found in the tubing, which would cause a problem to fill. A mark was observed in the tube near the chamber bracket. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Therefore, we can confirm that there was damage to the device. It is possible that when it was not seated correctly on the chamber bracket or damaged from procedural variables, such handling of the device or product interaction during procedure; therefore, causing the tubing to become damaged. However, this cannot be conclusively determined. The IFU when placing the fill chamber in the bracket, make sure that the fill chamber symbol is facing toward the user and tubing is not twisted. Improper positioning could cause the tube to twist and obstruct the flow of fluid. Do not invert fill chamber at any time. To prime the pump, press and hold the fill chamber pad until the chamber is 1/3 full. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required.